Event description:
Broke during surgery, surgery not affected, event date: unknown. Update (B)(4) 2015 ; the response from the rep about how it was broken was ¿ they attached the implant to the handle, and when they were pushing the stem into the cement, the handle broke off¿. Note, this is my own translation, as I got the information in swedish, so if it sounds weird, I possibly translated something wrong.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated to the complaint was returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Excessive force may have been applied during the use which may have caused the breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.